Event description:
Initial result for a pt pro-bnp was <5 pg/ml. When repeated, the result was 4490 pg/ml. The field service rep attributed the malfunction to leaking sample probe tubing and repaired the analyzer by replacing the tubing.